Manufacturer narrative:
The event of high impedance was reported to abbott. The ipg, both leads and anchors were replaced. Leads were found to have high impedances once new ipg was attached. Both of the patient's leads were explanted and replaced due to high impedance and for MRI compatibility. All impedances cleared. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue.